Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The associated anchor was not returned and therefore not available for a physical evaluation. The complaint cannot be confirmed. However proximal anchor breaks in hard bone have been associated with out of spec drill bits. (B)(4) has been initiated at mitek to capture supplier CAPA (B)(4) for this issue. Appropriate measures and corrective actions were implemented to mitigate this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during g a shoulder repair that the customer's gryphon drill bit was too short causing the device to fracture the gryphon anchor being inserted. The sales rep reported that the anchor fractured midbody in the middle of the procedure. The surgeon fully removed the fractured anchor. The surgeon completed the procedure by switching to the lupine anchor using the same bonehole with no patient consequences and a ten minute delay. The sales rep reported that the bone quality was normal and the surgeon was very experienced with our products. The sales rep was not present. No further details were available. The customer already discarded the devices.